Manufacturer narrative:
The information that provided about the treatment with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was not treated with the intravenous insulin and treated with the intravenous drip for dehydration.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose and also customer had emergency medical service. The customer blood glucose level was 600 mg/dl at time of incident and current blood glucose was 128 mg/dl. Customer treated with insulin drip. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. However, device unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and reservoir tube o-ring. The test blood glucose meter communicates properly to the insulin pump noted. Device trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
Harm code of diabetic ketoacidosis has been updated due to symptoms of dka.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.